Event description:
Procedure performed: cholecystectomy. Event description: clipper was inserted by using ctf03 without pressure and accordingly our advice. The ductus choledochus could not be clipped. Tissue was unremarkable. The clip did release, even after several attempts. The handle was pushed through as usual. Customer tried outside the patient and no clip released. Additional information received from applied medical representative via email on 23apr2025: no clip loaded into the jaws. It occurred several times, customer gave up after 20. No clip was loaded and visible between the jaws of the device, was it properly seated. No clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. No clip was manually removed from the jaws because no clip was loaded. Intervention: open a clipper from a competitor. Patient status: patient is good.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit return to applied medical for evaluation. Functional testing was performed on the returned unit, which confirmed the complainant¿s experience of clips not loading into jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction: h6 component code.

Event description:
Procedure performed: cholecystectomy. Event description: clipper was inserted by using ctf03 without pressure and accordingly our advice. The ductus choledochus could not be clipped. Tissue was unremarkable. The clip did release, even after several attempts. The handle was pushed through as usual. Customer tried outside the patient and no clip released. Additional information received from applied medical representative via email on 23apr25: no clip loaded into the jaws. It occurred several times, customer gave up after 20. No clip was loaded and visible between the jaws of the device, was it properly seated. No clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. No clip was manually removed from the jaws because no clip was loaded. Intervention: open a clipper from a competitor. Patient status: patient is good.